Event description:
It was reported that the ceramic liner and/or femoral head fractured. The revision operation is planned for monday, (B)(6) 2015. More information is currently not available, but will be provided on monday (B)(6), 2015. Update: the patient visited the doctor after complaints about the right hip. Medical intervention was done on (B)(6) 2015. A broken trident alumina insert and alumina femoral head were removed and replaced by: 623-00-32e lfit v40 femoral head 32mm +4. 6260-9-232 trident 0° x3 polyethylene insert.

Manufacturer narrative:
An event regarding crack/fracture involving a trident liner was reported. The event was confirmed. Method & results: device evaluation and results: summary of mar visual analysis: the ceramic portion of the trident liner was returned in a fractured state. The returned fragments represented less than (B)(6) of the original insert volume. The ceramic head had penetrated entirely through a portion of the sleeve. The metal transfer on the ceramic head was consistent with this direct sleeve contact. Rim damage was observed that indicated edge loading from the head as well as stem neck impingement. The material analysis carried out concluded: "the fractured ceramic insert was substantially damaged by secondary cracking and edge chipping, preventing evaluation of conditions at the fracture origin. Evidence of neck impingement and edge loading was observed on the insert sleeve. Edge loading of ceramic inserts can create localized high stresses, resulting in fracture. No material or manufacturing defects were observed on the device features evaluated." -medical records received and evaluation: a medical review was performed and concluded: "impingement between stem neck and cup rim due to cup malposition in absent anteversion caused subluxation in the arthroplasty leading to an overload condition in the ceramic surfaces as caused by point contact between ceramic head and liner during subluxation. This overload condition caused the ceramic liner to fracture and as such is a procedure-related failure mode as related to surgical technique. No evidence for either patient-related or device-related factors as also supported by the mar findings. This pi case is not device related." -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a medical review was performed and concluded that this event is not device related and the root cause of failure is associated with cup malposition. A material analysis was performed and concluded that no material or manufacturing defects were observed on the device features evaluated. No further investigation is required at this time. If further relevant information becomes available this investigation will be re-opened.

Event description:
It was reported that the ceramic liner and/or femoral head fractured. The revision operation is planned for (B)(6) 2015. More information is currently not available, but will be provided on (B)(6) 2015. Update - the patient visited the doctor after complaints about the right hip. Medical intervention was done on (B)(6) 2015. A broken trident alumina insert and alumina femoral head were removed and replaced by: (B)(4) lfit v40 femoral head 32mm +4. (B)(4) trident 0 degrees x3 polyethylene insert.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown trident alumina ceramic insert. A supplemental report will be submitted upon completion of the investigation.